Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged visualization of particles. There was no report of serious or permanent patient harm or injury. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient previously alleged visualization of particles. There was no report of serious or permanent patient harm or injury. During the evaluation, the device was visually inspected and found no evidence of foam degradation. There was two error code found. The manufacturer concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit was scrapped. In box h: evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.